Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There are 72 units in stock at b. Braun surgical's warehouse that were requested for analysis. We have received one open and unused sample from the customer, with the suture still wound on the pack and aluminum pouch. A visual inspection of the open and unused sample received has been carried out and it is observed that the race-pack plastic support was sealed to the aluminum pouch, at the bottom packaging. On the other hand, the suture of the open sample received has been pulled out without any force and/or entanglement. We have also received 72 closed samples from our stock. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. We have opened all the 72 closed samples from our stock and no evidence of the race-pack plastic support being sealed to the aluminum pouch was observed. On the other hand, thread of all closed samples received from stock have been pulled out without any force and/or entanglement. Taking into account that no other customer complaints have been received concerning this issue for this code-batch and the defect is not observed in any of the closed samples received from stock, we consider that this is an isolated unit, but the whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the root cause is a combination of a blister displaced in the transport chain plus a displaced support inside. Final conclusion: considering that the open sample received from customer shows a product that does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the open sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the suture packaging sticks to the outer packaging during removal. It appears that the product may have been adhered during the sealing process. The customer reports that this issue has occurred multiple times within the specified batch. However, this particular package allowed the defect pattern to be identified most clearly. There is no patient involvement.